Event description:
A technician reported a pt with dry eye's at two week lasik post-operative visit. Additional info indicated patient was prescribed over the counter artificial tears and collagen punctual plugs were placed. Additional info has been requested. This report reference the left eye. An additional report will be filed for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).